Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a battery capacity depleted behavior faster as expected. Technical services (ts) was consulted, and it was explained that the depletion could be related to the amount of therapy provided, however it was not conclusive. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a battery capacity depleted behavior faster as expected. Technical services (ts) was consulted, and it was explained that the depletion could be related to the amount of therapy provided, however it was not conclusive. No adverse patient effects were reported. This ICD remains in service.